Event description:
It is reported that during surgery on (B)(6) 2009 the articular surface was unable to be impacted into the tibial baseplate. The surgery was delayed 30 minutes and a new surface was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.